Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) additional observations: ¿ white particles observed in the gel. ¿ crease fold observed on the device.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.